Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on on (B)(6) 2014, the patient was admitted to the hospital for five days, with a diagnosis of diabetic ketoacidosos (dka) and a blood glucose over 800mg/dl. Reporter was unwilling/unable to troubleshoot pump. Patient was advised to discontinue pump use. This complaint is being reported because the patient experienced dka and the pump cannot be ruled out as causing/contributing to the event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.